Manufacturer narrative:
(B)(4). This report is being submitted late due to a delay by a manufacturer employee. A process improvement pain and training are in place. A position of the catheter has been returned to the manufacturer for analysis. A follow-up report will be sent when the analysis is complete.

Event description:
The pt was not receiving pain relief. A dye study was attempted and they were unable to aspirate from the catheter. The spinal segment of the catheter was replaced on (B)(6) 2010. There was reported to be no pt injury and the pt recovered without sequela. The device system was used to deliver morphine.